Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for an MRI, episodes of atrial tachycardia/atrial fibrillation due to far-r oversensing were observed. Varying p-wave amplitude was also noted. No programming changes were made. The patient was in stable condition before, during, and after the event.